Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a six second pause episode, however it appeared to last for much longer. It was further reported that the device exhibited oversensing. The device remains in use. No patient complications have been reported as a result of this event.